Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device experienced an error b30 (scope communication error) during set-up. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The following troubleshooting steps were instructed to clean the contact pins on the scope. Also, make sure the scope connector is dry before plugging the scope into the clv-190. Clean the pins on the clv-190 connector. Check the 12 o'clock sensor pin and make sure it goes back to the home position when is pushed in. Leave a scope plugged in for about 1 hour and make sure the error does not come back. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.